Event description:
Band erosion was reported post op a gastric band implant. The band was removed and there were no other patient consequence reported.

Manufacturer narrative:
Results: other - puncture. Evaluation summary: the band was returned for analysis. It was visually examined and it was noted that there was two visible punctures. No leak test was performed on the balloon due to the fact that the identified hole was clearly visible. A leak test was performed on the port with successful results. No blockage detected. Functional testing of retracing the fastening hooks was performed with successful results. No blockage detected. While it was not possible to draw definitive conclusion regarding the root cause, gastric erosion is a recognized adverse event associated with gastric banding. The lot number of the device was communicated; therefore, a device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.